Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. While the physician removed to old device he noted that there was a tear in the pressure regulating balloon (prb) the aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was noted that the patient is now fine with no issues. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. While the physician removed to old device he noted that there was a tear in the pressure regulating balloon (prb) the aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was noted that the patient is now fine with no issues. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: updated to include patient status. H3 other text : device not returned for evaluation

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. While the physician removed to old device he noted that there was a tear in the pressure regulating balloon (prb) the aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.